Event description:
A doctor reported that a streak of foreign material was found on the back of the iol after implanting. There are five medical device reports associated with this event. This is one of five. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been eight other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens model/diopter was not provided. Two handpieces were indicated. The comapny handpiece is not qualified for use with the company product line. The viscoelastic used was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. It is unknown if the company lens indicated was a qualified model/diopter. Two handpieces were indicated. The company handpiece is not qualified for use with the company product line. The specific handpiece used for this file could not be verified. The viscoelastic used was not provided. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).